Manufacturer narrative:
This report is submitted on march 26, 2020.

Event description:
Per the clinic, the device was explanted on (B)(6) 2020 (reason unknown). It is unknown if the patient has been re-implanted with another device.

Manufacturer narrative:
This report is submitted on may 18, 2020.

Event description:
It was reported that prior to explant the patient experienced infection and the device had extruded.